Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedances, measuring greater than 2000 ohms. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).